Event description:
It was reported that the battery of implantable pacemaker was suspected to exhibit premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. This device was explanted and a new implantable pacemaker was placed. No additional adverse patient effects were reported.